Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure (ess205) (batch no. 509799) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital herpes and cesarean section (4 cesaren deliveries). Concurrent conditions included dermatitis, eczema, asthma, keloid, sexually transmitted disease, varicella, dysuria, astigmatism, myopia and uterine bleeding. Family history included diabetes, glaucoma, blood pressure high, high cholesterol, rheumatoid arthritis, stroke, heart disease, unspecified, bipolar disorder and diabetes mellitus. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) and iron. In 2006, the patient experienced migraine ("migraines / headaches") and tooth fracture ("dental problems: cracked tooth/tooth break since essure"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), disturbance in attention ("psychological or psychiatric problems condition: poor concentration/neurological conditions or problems type: poor concentration"), thinking abnormal ("cloudy/foggy thoughts"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced pollakiuria ("bladder or urinary problems or changes"), micturition urgency ("urinary urgency") and cystitis ("cystitis") and was found to have blood urine present ("blood-tinged urine"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"), vulvovaginal discomfort ("vaginal irritation") and vulvovaginal candidiasis ("candidiasis of vulva and vagina"), 11 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergic skin reaction ("allergic or hypersensitivity reaction type: skin issues"), vulvovaginitis trichomonal ("infection type: trichomonas vaginalis"), iron deficiency anaemia ("blood or heart disorder/condition type: anemia/iron deficiency anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("infection(bladder/urinary tract/vaginal)-type: vaginitis"), vulvovaginal pain ("vaginal pain"), adnexa uteri cyst ("bilateral fallopian tubes with benign paratubal cysts"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and allergic rash ("allergic or hypersensitivity reaction type: rashes or skin conditions") and was found to have uterine leiomyoma ("other injury(ies) or complication(s) please describe: fibroids/leiomyoma of uterus"). The patient was treated with clarithromycin (macrobin), fluconazole, fluconazole (diflucan), iron dextran (infeed), metronidazole (flagyl), salbutamol and surgery (hysterectomy with bilateral salpingectomy - total abdominal hysterectomy/lysis of adhesions). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergic skin reaction, vulvovaginitis trichomonal, disturbance in attention, thinking abnormal, pollakiuria, micturition urgency, blood urine present, cystitis, migraine, iron deficiency anaemia, nausea, tooth fracture, dysmenorrhoea, dyspareunia, vaginal discharge, uterine leiomyoma, vaginal infection, vulvovaginal discomfort, vulvovaginal candidiasis, vulvovaginal pain, adnexa uteri cyst and dysfunctional uterine bleeding outcome was unknown. The reporter considered adnexa uteri cyst, allergic skin reaction, blood urine present, cystitis, disturbance in attention, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, iron deficiency anaemia, menorrhagia, micturition urgency, migraine, nausea, pelvic pain, pollakiuria, thinking abnormal, tooth fracture, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis, vulvovaginal discomfort, vulvovaginal pain, vulvovaginitis trichomonal and allergic rash to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: result: total bilateral occlusion.. Pathology test - on (B)(6) 2018: result: uterine cervix with benign nabothian cysts. - uterine corpus with secretory phase endometrium and multiple benign leiomyomas. - bilateral fallopian tubes with benign paratubal cysts. - negative for atypia, complex hyperplasia or malignancy.; on (B)(6) 2018: the specimen is re-examined and metal coils are present in both fallopian tube lumens.. Ultrasound scan - on (B)(6) 2017: result: the ultrasound showed uterine fibroids.; on (B)(6) 2018: result: the ultrasound showed one intramural fibroid about 2.8 cm.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: fatigue,urinary tract infection,vaginal irritation,menorrhagia,blood urine present,vaginal infection, cystitis, vaginal discharge, vulvovaginal candidiasis, iron deficiency anemia, tooth fracture, migraine,uterine leiomyoma and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding gen. Abnorm. Bleed (interpreted as general abnormal bleeding )') in a 40-year-old female patient who had essure (ess205) (batch no. 509799) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital herpes and cesarean section (4 cesaren deliveries). Concurrent conditions included dermatitis, eczema, asthma, keloid, sexually transmitted disease, varicella, dysuria, astigmatism, myopia and uterine bleeding. Family history included diabetes, glaucoma, blood pressure high, high cholesterol, rheumatoid arthritis, stroke, heart disease, unspecified, bipolar disorder and diabetes mellitus. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) and iron. In 2006, the patient experienced migraine ("migraines / headaches") and tooth fracture ("dental problems: cracked tooth/tooth break since essure"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), disturbance in attention ("psychological or psychiatric problems condition: poor concentration/neurological conditions or problems type: poor concentration"), thinking abnormal ("cloudy/foggy thoughts"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced pollakiuria ("bladder or urinary problems or changes"), micturition urgency ("urinary urgency") and cystitis ("cystitis") and was found to have blood urine present ("blood-tinged urine"). On (B)(6) 2017, the patient experienced the first episode of vaginal discharge ("vaginal discharge"), vulvovaginal discomfort ("vaginal irritation") and vulvovaginal candidiasis ("candidiasis of vulva and vagina"), 11 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergic skin reaction ("allergic or hypersensitivity reaction type: skin issues/allergy: rash/skin condition"), vulvovaginitis trichomonal ("infection type: tricomonas vaginalis"), iron deficiency anaemia ("blood or heart disorder/condition type: anemia/iron deficiency anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("infection(bladder/urinary tract/vaginal)-type: vaginitis"), vulvovaginal pain ("vaginal pain"), adnexa uteri cyst ("bilateral fallopian tubes with benign paratubal cysts"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), allergic rash ("allergic or hypersensitivity reaction type: rashes or skin conditions"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), blood disorder ("blood disorder"), cardiac disorder ("cardiac disorder"), psychological trauma ("psych injury"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary probs.") And the second episode of vaginal discharge ("vag. Discharge") and was found to have uterine leiomyoma ("other injury(ies) or complication(s) please describe: fibroids/leimyoma of uterus"). The patient was treated with clarithromycin (macrobid), fluconazole, fluconazole (diflucan), iron dextran (infed), metronidazole (flagyl), salbutamol and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergic skin reaction, vulvovaginitis trichomonal, disturbance in attention, thinking abnormal, pollakiuria, micturition urgency, blood urine present, cystitis, migraine, iron deficiency anaemia, nausea, tooth fracture, dysmenorrhoea, dyspareunia, uterine leiomyoma, vaginal infection, vulvovaginal discomfort, vulvovaginal candidiasis, vulvovaginal pain, adnexa uteri cyst, dysfunctional uterine bleeding, abdominal pain, blood disorder, cardiac disorder, psychological trauma, bladder disorder, urinary tract disorder and the last episode of vaginal discharge outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, allergic skin reaction, bladder disorder, blood disorder, blood urine present, cardiac disorder, cystitis, disturbance in attention, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, genital haemorrhage, iron deficiency anaemia, menorrhagia, micturition urgency, migraine, nausea, pelvic pain, pollakiuria, psychological trauma, thinking abnormal, tooth fracture, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis, vulvovaginal discomfort, vulvovaginal pain, vulvovaginitis trichomonal, the first episode of vaginal discharge, allergic rash and the second episode of vaginal discharge to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain, bleeding, psych injury, bladder/urinary problem and other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Pathology test - on (B)(6) 2018: result: uterine cervix with benign nabothian cysts. Uterine corpus with secretory phase endometrium and multiple benign leiomyomas. Bilateral fallopian tubes with benign paratubal cysts. Negative for atypia, complex hyperplasia or malignancy.; on (B)(6) 2018: the specimen is re-examined and metal coils are present in both fallopian tube lumens. Ultrasound scan - on (B)(6) 2017: result: the ultrasound showed uterine fibroids.; on (B)(6) 2018: result: the ultrasound showed one intramural fibroid about 2.8 cm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: fatigue,urinary tract infection, vaginal irritation, menorrhagia, blood urine present, vaginal infection, cystitis, vaginal discharge, vulvovaginal candidiasis, iron deficiency anemia, tooth fracture, migraine, uterine leiomyoma and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet documents received reporter and event abdominal pain, bleeding gen. Abnorm. Bleed (interpreted as general abnormal bleeding), blood/heart disorder, psych injury, bladder disorder, urinary probs, vag. Discharge and lab data information were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (ess205) (batch no. 509799) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital herpes and cesarean section (4 cesaren deliveries). Concurrent conditions included dermatitis, eczema, asthma, keloid, sexually transmitted disease, varicella, dysuria, astigmatism, myopia and uterine bleeding. Family history included diabetes, glaucoma, blood pressure high, high cholesterol, rheumatoid arthritis, stroke, heart disease, unspecified, bipolar disorder and diabetes mellitus. Concomitant products included ethinylestradiol; ferrous fumarate;norethisterone acetate (lo loestrin fe) and iron. In 2006, the patient experienced migraine ("migraines / headaches") and tooth fracture ("dental problems: cracked tooth/tooth break since essure"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), disturbance in attention ("psychological or psychiatric problems condition: poor concentration/neurological conditions or problems type: poor concentration"), thinking abnormal ("cloudy/foggy thoughts"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced pollakiuria ("bladder or urinary problems or changes"), micturition urgency ("urinary urgency") and cystitis ("cystitis") and was found to have blood urine present ("blood-tinged urine"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"), vulvovaginal discomfort ("vaginal irritation") and vulvovaginal candidiasis ("candidiasis of vulva and vagina"), 11 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), skin disorder ("allergic or hypersensitivity reaction type: skin issues"), vulvovaginitis trichomonal ("infection type: tricomonas vaginalis"), iron deficiency anaemia ("blood or heart disorder/condition type: anemia/iron deficiency anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("infection(bladder/urinary tract/vaginal)-type: vaginitis"), vulvovaginal pain ("vaginal pain"), adnexa uteri cyst ("bilateral fallopian tubes with benign paratubal cysts"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and rash ("allergic or hypersensitivity reaction type: rashes or skin conditions") and was found to have uterine leiomyoma ("other injury(ies) or complication(s) please describe: fibroids/leimyoma of uterus"). The patient was treated with clarithromycin (macrobid), fluconazole, fluconazole (diflucan), iron dextran (infed), metronidazole (flagyl), salbutamol and surgery (hysterectomy with bilateral salpingectomy total abdominal hysterectomy/lysis of adhesions). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, skin disorder, vulvovaginitis trichomonal, disturbance in attention, thinking abnormal, pollakiuria, micturition urgency, blood urine present, cystitis, migraine, iron deficiency anaemia, nausea, tooth fracture, dysmenorrhoea, dyspareunia, vaginal discharge, uterine leiomyoma, vaginal infection, vulvovaginal discomfort, vulvovaginal candidiasis, vulvovaginal pain, adnexa uteri cyst and dysfunctional uterine bleeding outcome was unknown. The reporter considered adnexa uteri cyst, blood urine present, cystitis, disturbance in attention, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, iron deficiency anaemia, menorrhagia, micturition urgency, migraine, nausea, pelvic pain, pollakiuria, rash, skin disorder, thinking abnormal, tooth fracture, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis, vulvovaginal discomfort, vulvovaginal pain and vulvovaginitis trichomonal to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: result: total bilateral occlusion. Pathology test on (B)(6) 2018: result: uterine cervix with benign nabothian cysts. Uterine corpus with secretory phase endometrium and multiple benign leiomyomas. Bilateral fallopian tubes with benign paratubal cysts. Negative for atypia, complex hyperplasia or malignancy; on (B)(6) 2018: the specimen is re-examined and metal coils are present in both fallopian tube lumens. Ultrasound scan on (B)(6) 2017: result: the ultrasound showed uterine fibroids; on (B)(6) 2018: result: the ultrasound showed one intramural fibroid about 2.8 cm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: fatigue,urinary tract infection, vaginal irritation,menorrhagia,blood urine present,vaginal infection, cystitis, vaginal discharge, vulvovaginal candidiasis, iron deficiency anemia, tooth fracture, migraine, uterine leiomyoma and pelvic pain. Most recent follow-up information incorporated above includes: on 26-jul-2019: pfs and mr received. Essure lot number and race added. Product indication updated. Previously reported was ¿injury to herself¿ updated to pelvic pain. Following events were added: abnormal bleeding (vaginal), menorrhagia, skin issues, infection type: tricomonas vaginalis, poor concentration, cloudy/foggy thoughts, urinary frequency, urinary urgency, blood-tinged urine, cystitis, migraines / headaches, anemia, nausea, cracked tooth, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fibroids. Vaginitis, vaginal irritation, candidiasis of vulva and vagina, allergic or hypersensitivity reaction-type, vaginal pain, benign paratubal cysts and dysfunctional uterine bleeding. Reporters, medical history, lab data, treatment and concomitant drugs were added. On 31-jul-2019: medical record received. No new information. Incident. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.